Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements. It was noted that the impedance measurement has fluctuated over time. It mostly is around 700 ohms and then increases to 3000 ohms. Boston scientific technical services (ts) was contacted and discussed possible reasons. It was noted that there have been no stored episodes of noise. All other lead measurements were within normal limits and stable. At this time the clinic has opted to continue to monitor the patient. The ICD and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements. It was noted that the impedance measurement has fluctuated over time. It mostly is around 700 ohms and then increases to 3000 ohms. Boston scientific technical services (ts) was contacted and discussed possible reasons. It was noted that there have been no stored episodes of noise. All other lead measurements were within normal limits and stable. At this time the clinic has opted to continue to monitor the patient. The ICD and rv lead remain in service and no additional adverse patient effects were reported.